Event description:
It was reported that this right ventricular (rv) lead was off years ago due to high pacing thresholds. When the physician replaced the device, it was decided to surgically abandoned the rv lead. No additional adverse patient effects were reported.